Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an insulin pump error. The customer's blood glucose levels were unknown at the time of the incident. Customer stated that the same error kept reoccurring. Troubleshooting was performed however the insulin pump error could not be cleared. The insulin pump is returning for analysis.

Manufacturer narrative:
Device alarmed unexpected restart error after battery change and resets time or date to factory default due to connector voltage leak at interface board.